Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, upon sensor pod removal, the patient alleged that the wearable wire was missing from the sensor pod. He mentioned although the wire was not visibly sticking out of the skin, he had swelling at the insertion site and alleged the wire remained in the skin. On (B)(6) 2025, the patient consulted a physician and had an x-ray which showed no evidence the wire was retained under the skin. The hcp prescribed a seven-day course of unspecified oral antibiotic medication for the swelling. At the time of the report, the patient still had swelling in the area. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.